Event description:
It was reported to philips that the efficia dfm100 defibrillator battery does not work. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint about the philips efficia dfm100 defibrillator indicating that the battery does not work. There was reportedly no patient involvement. Philips remote support diagnosed the issue and provided the customer with a quote for a replacement battery. The customer agreed to the quote, however the battery replacement is pending as philips does not have an estimated time of arrival. This limitation is beyond the immediate control of the complaint handling group. The device remains at the customer's site. No further action is required at this time. H3 other text : remote support provided